Event description:
The clinician reports the implant was inserted (B)(6) 2022 in the patient's mouth. Details of surgery: implant surface not completely covered with bone and sinus augmentation. On (B)(6) 2023, loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: mobility and bleeding. No further patient complications were reported.